Event description:
It was reported by the patient that there are concerns about the device response with exertion. The patient's heart rate (hr) when walking or running would previously only go up to 125-130 beats per minute (bpm) and so the physician reprogrammed the device to allow 150 bpm, but the patient is "still hitting a wall" when working out. The patient also reported a "funny feeling in the chest" when biking and the rate response feature was discussed because of the device difference between biking and walking/running. Finally the patient feels atrial flutter or fibrillation when wearing a wireless hr monitor while exercising; the patient was cautioned to keep the hr monitor a minimum distance from the device. The patient has had a chemical stress test and stated the "heart is fine" and also noted the device has been reprogrammed/adjusted. The patient and physician will discuss replacing the device with another type and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 638rl32, heart ring, (B)(6) 2012. (B)(4).